Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change procedure. Pre-operative interrogation of the patient's device revealed high ventricular rate episodes due to oversensing noise intermittently on the right ventricular lead. No adverse patient consequences were reported as a result of the oversensing. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.